Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump powers on with display functioning properly. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and found to be delivering within required specifications. No alarms or power issues occurred during testing. Pump was opened and no damage found to the power circuit. There was no defect found.

Event description:
On (B)(6) 2013, the reporter stated that the patient¿s fasting blood glucose (bg) was hi on the meter; no signs or symptoms of hyperglycemia were reported. The patient was treated with insulin via syringe and bg resolved a short time later. At the same time, it was noted that the display screen was blank and the pump was beeping. Several battery replacements did not change the condition of the pump according to the reporter. The cause of the beeping remains unknown until the pump can be investigated. This complaint is being reported because of the claim that the patient experienced hyperglycemia and that the pump¿s display screen was observed to be blank. It is unknown if there is a relationship between the pump issue and the bg excursion.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.